Manufacturer narrative:
The complaint investigation is ongoing. The device was not returned for evaluation. Angiography imaging is being reviewed as part of the investigation. If further information regarding this event becomes available, or the investigation is concluded, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, a veryan representative reported that an instent restenosis (isr) was identified at the six-month follow-up, post index procedure and that the stent had a suspected type 3 stent fracture. At a follow-up meeting between the veryan representative and the complaints team, it was highlighted that the physician had placed the device in the popliteal artery, with the stent extending below the knee into the tibial-peroneal trunk. This is outside the approved indication for the biomimics 3d vascular stent. The images provided by the physician were reviewed. A close-up image of the fractured stent crowns indicated a type 3 stent fracture. The imaging also reflected the physician's description of the stent placement and that the crowns extended as far distally as the tibial-peroneal trunk. The location of the stent fracture was in line with the synovial cavity of the knee joint. The fracture was not at the point of peak bend during knee flexion. Restenosis was also noted. An intervention was taken to treat the restenosis, but there are no further details on the intervention available. The patient is reported as doing well.

Manufacturer narrative:
There were no devices returned for evaluation. The low-resolution images provided of the stent fracture reported by the physician were reviewed. The images were not the procedural angiographic image files but were taken via smartphone and provided by text message. Close up image data was only provided in a single ap projection, therefore the investigation was unable to review the stent in more than one plane. The placement of the stent is also significant. This 150mm long biomimics 3d stent extends beyond the popliteal region into the tibial-peroneal trunk. Biomimics 3d IFU- 3 version 3.0 states the following indications for biomimics 3d use; "the biomimics 3d vascular stent system is indicated to improve luminal diameter in the treatment of symptomatic de novo or restenotic lesions in the native superficial femoral artery and/or proximal popliteal artery." From text images received from the site, we have evidence to indicate that the biomimics 3d stent in this case was placed outside of the indicated location for use. A DHR review was not performed as part of this investigation as the lot number of this complaint device remains unknown. It is possible that the biomimics 3d device in this case has experienced a type 1 stent fracture. Given that the number of images received are limited, and that they are not the procedural angiographic image files, the extent of stent distortion and stent fracturing cannot be fully confirmed. It has been confirmed that the biomimics 3d device was implanted outside of the indication of use. This suggests that this may be the root cause of the complaint, however this remains unknown due to the lack of information. The coding has also been updated to reflect completion of this investigation. There is no indication of a product quality issue with respect to the design,manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.